Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsule tore upon the insertion of a z9002 16.5 diopter intraocular lens (iol). A replacement lens had to be put in the sulcus. No surgical intervention required and the patient outcome was noted as recovered. No further information provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 4/1/2019. Device evaluation: the product was returned in the original packaging (folding carton) and lens case. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of lubricant material were also observed on the lens. Both haptics were observed in good condition. The conditions of the product returned is consistent with a lens that was implanted and removed. There was no quality issue found against the lens reported; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests for this po number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.